Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remains implanted in the pt's eye. The pt's visual acuity at the last postoperative exam was 20/25. Due to similar complaints resulting in lens explantation, co is reporting this as a malfunction MDR.